Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. On the same day separate surgery, the lens was explanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: b5- originally the claim was determined to be reportable, but upon further review, disregard initial MFR. Claim# (B)(4).